Event description:
Additional information received reported that revision surgery took place. The tubing on the left side was disconnected, which caused no fluid to be in the system. The device was replaced.

Event description:
Additional information received further reported that when the physician attempted to place a catheter in the patient at the revision surgery, he encountered difficulty in inserting the catheter. The physician used a flexible cystoscope and determined the patient had a stricture. The revision case was cancelled until the patient undergoes further surgery to repair the stricture.

Event description:
Additional information received on (B)(6) 2023 indicates that the patient claims personal injury: scarring, infection and psychological injury.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the explanting physician believes that there must be a leak in the system, as the system is unable to be cycled. A revision procedure was scheduled.